Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. The system operates as intended.

Event description:
It was reported that the cine features were completely non-functional. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.